Event description:
It was reported that during a da vinci s hysterectomy procedure, arcing was observed coming from the tip cover accessory installed on the monopolar curved scissors (mcs) instrument and a burn was then found on the patient's bladder. The procedure was completed and no additional patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The tip cover accessory and monopolar curved scissors (mcs) instrument have not been returned for evaluation. The root cause of the customer reported failure mode cannot be determined. On (B)(4) 2010, the isi clinical sales representative confirmed with the surgeon that the patient burn reported did not require intervention or repair. The surgeon stated that the burn occurred on the bladder reflection and did not result in any trauma to the patient. Multiple requests for additional information were made, however, as of the date of this report, no additional information was provided by the surgeon or the hospital. If additional information is received, a follow-up MDR will be submitted.